Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the arterial module was not working, and that the parameter values from the monitor were not accurate as per lab results. The procedure continued without the device being changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.